Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a foot surgery procedure using the bme speed titan staple in question. It was observed that the staple had already disengaged from the insertion handle in the packing before use. Another staple was opened to complete the procedure. The procedure was successfully completed with a two (2) minute surgical delay. There was no patient consequence. Concomitant devices reported: unknown nail insertion handles (part# unknown, lot# unknown, quantity# 1). This report is for one (1) speedtitan compression implant kit 15x15mm. This is report 1 of 1 for (B)(4).